Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that that the impella cp was inserted without any issues but once turned on the motor current was flat, and flows remained very low. The provider stated that the impella catheter was kinked. The impella cp was explanted.

Manufacturer narrative:
The investigation for the low pump flow and the product damage has been completed. Clinical details statse that when impella was turned on, flows were reported at 0.3/0.5 l/min, and the provider stated that he kinked the cannula. The product was not returned for investigation nor were any data logs. The cause of the low pump flow was most likely due to the cannula kink, which was reported in the clinical details. The cause of how the cannula kink occurred cannot be determined due to lack of clinical details.